Event description:
It was reported that patient underwent hardware removal on an unknown date in 2025. During the case, the screwdriver shaft was turning in the qc handle during case. It was also mentioned that the back end of the screwdriver was broken off. They were able to use a different screwdriver to complete the case. There was no surgical delay. Procedure was successfully completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 314.451-us lot: 65p8061. Manufacturing site: hägendorf. Release to warehouse date: 28-august-2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the 2.4mm sddrive screwdriver shaft was found striped and the coupling area broken, the fragment was not received. A dimensional inspection for the 2.4mm sddrive screwdriver shaft was not performed due post manufacturing damage. A functional test was unable to performed due to mating devices were not received, however; due to the conditions observed during the visual inspection, the instrument may not work properly. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 2.4mm sddrive screwdriver shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -screwdriver bit stard t8d dental